Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
It was reported that a synergy ID camera head was used in a laparoscopic nephroureterectomy surgery that lasted 3 an half hours. Throughout the case the camera heated up to the point the device ended up burning the palm of the users hand. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.